Event description:
It was reported that the patient using the existing single coil lead had difficulty converting defibrillation threshold (dft) tests and had to have two shocks to covert. Subsequently, the physician decided to add an svc coil along with an adapter to convert the lead into a dual coil lead. At this time, the right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.